Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient experienced a pericardial effusion and perforation of the coronary vein when the physician attempted to implant the left ventricular (lv) lead. A wooley wire had been used to access a difficult coronary vein anatomy when the perforation occurred. An arterial line was placed in case the effusion worsened. The procedure was aborted and the lv lead was not used. The patient was put on standby for surgery and had the rest of their device system replaced later that same day. No further patient complications have been reported as a result of this event.